Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found foreign material clogging the nozzle, constituting a potentially adverse event. The evaluation also found the a-rubber glue was peeling off, the lg lens was damaged, the ccd and lg lenses had the glue wearing off, knob play, less angulation, key top cut without air-leak, and the contact pins of connector were damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had air/water flow issues due to a clogged nozzle and bubbles. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified, and a further cause could not be presumed. Olympus will continue to monitor field performance for this device.